Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The display on the animas pump reportedly is partially dim in some area. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. The pump was returned to animas for evaluation. The display is observed to be dim and reddish. Pump was opened and a test display screen was mounted, the pump was able to power up with a fully illuminated and colored display. There was an unidentified display failure.